Manufacturer narrative:
The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported xen®45 gts touches epithelium in the unknown eye.

Event description:
Additional information reported xen®45 gts dislocated into the anterior chamber that was positioned closed to the front surface of the lens. The stent has been explanted without complications. The event has been resolved.

Manufacturer narrative:
The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: this is a known potential adverse event addressed in the product labeling. Additional, corrected, and/or changed data: b.5., h.6.